Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis. The errors were confirmed but not replicated. The usm was installed onto a test system in normal mode with no triggered errors. The unit was also test on pftp where all test passed. A visual inspection was done with no signs of fluid intrusion or physical damage. The complaint regarding non-recoverable faults was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting system issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to the customer and that the usm assembly has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vision side cart (vsc) powered off by itself and back on. The system was not usable and additionally one instrument was holding tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided customer to remove the instrument without having any vision. The instrument release kit (irk) was used, and tse informed the customer to return the instrument to isi and not to use it anymore. After that a system reboot was performed including turning the subsystems circuit breakers and cycling the emergency power off (epo) button on the patient side cart (psc) to verify that the subsystems were powering back on synchronal. Because of the hardware communication problem on arm 2, the affected arm needed to be deactivated again to proceed with the surgery. After that, the surgery resumed and apart from the defective arm 2 the system worked as intended. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.